Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
During an amputation procedure, the oscillating saw attachment became very hot and fell apart. Surgeon took quite some time to retrieve all pieces from the pt and confirmed with x-ray that nothing was retained. Another unit was used to complete the procedure. A nurse's hand was cut in two pieces when the device came apart.